Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited capture anomaly; the lead was capped and a new lead was successfully implanted. No patient symptoms or additional information was reported.

Event description:
New information received noted that a symptomatic patient presented in the emergency room experiencing bradycardia. Device interrogation revealed loss of capture on the right ventricular lead. The lead was capped and replaced. The patient was in stable condition prior, during and post procedure.